Event description:
The customer's daughter reported that the customer experienced slurred speech, shakiness and weakness. The customer took their blood glucose level and received a reading of 80 mg/dl on their freestyle freedom lite meter. The customer self treated with orange juice. The daughter called the paramedics and they received a reading of 28 mg/dl on their adc meter and treated the customer with unknown intravenous fluids. The customer was not transported to a health care facility. Both readings reported were taken in 10 minutes and when plotted on the parkes error grid they fell in the "b" zone which indicates the difference in the readings is considered not to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.